Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Customer wrote: yesterday we had a hip tep with a cemented stem. Original head was already on the stem but had to be changed. During removal of head the cemented stem also came out. Surgeon is asking us to investigate why head was not possible to disconnect from stem.

Manufacturer narrative:
(B)(4). Investigation summary: no products were returned. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # :(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Updated: february 19, 2019. The returned device has been examined. Examination of the returned device finds nothing outward to suggest product error. A review of the device manufacturing records found no related deviations or anomalies. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Product complaint # (B)(4). Updated: february 19, 2019. The returned device has been examined. Examination of the returned device finds nothing outward to suggest product error. A review of the device manufacturing records found no related deviations or anomalies. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : 18051020. Device history batch : null. Device history review : product code 136512000, articul/eze ball 28 +5 br, work order /lot no.d18051020 was manufactured on 11-may-2018. 41 pcs parts were manufactured per specification and all raw materials met specification. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.